Manufacturer narrative:
Physical samples were not received for the investigation; however, photos were received. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the photo sample, the reported issue was confirmed; it appeared to show some form of burn/skin irritation that formed where the electrode was in use. Actions have been taken to address the reported condition. A quality alert was also issued to alert for gel awareness. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
**UDI related data quality updates only** corrected section d1 brand name; corrected section d3 manufacturer name; corrected section d4 unique identifier (UDI) #; corrected section g4 PMA/510(k)number; corrected section h4 device manufacture date; corrected section h5 labeled for single use?.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a burn occurred on one of their micro preemies. The leads they use are cardinal health kendall 1051npsm neonatal electrodes. They are pre-wired, small cloth and radiolucent. The baby has healed but seems to have a mark now. The patient was prescribed bactroban.